Event description:
It was reported, ¿the tip of one of the nasogastric tubes (ng) tubes being used to re-feed stool disintegrated/frayed and dislodged. About 0.5cm of the tube is now in the patient's gut and visible on x-ray.¿ the enfit ng tube was being used for re-feeding stool into a mucus fistula. Per additional information received on 22apr2025, the patient passed the tip of the tube on the morning on (B)(6) 2025. Per additional information received on 28apr2025, ¿patient was able to pass broken tip of ng tube organically without any harm.¿ the patient is ¿currently stable but has resumed re-feeding via mucous fistula per pediatric surgery orders. Nursing is now replacing the ng tube used for re-feeding every 48 hours. Tube was in place for at least 12-24 hours, if not longer.¿

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 19 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.